Event description:
As reported by an affiliate, during a procedure, a powerflex pro balloon burst inside patient. The physician was ballooning the fistula, the balloon was difficult to remove but there was no patient injury reported.

Manufacturer narrative:
As reported by an affiliate, a powerflex pro balloon burst during angioplasty of a fistula and the balloon catheter was difficult to remove. There was no patient injury reported. Attempts to gain further information have been unsuccessful. The product was not returned for analysis. DHR review was not performed as the lot number was not provided. Without the return of the device the reported customer complaint of balloon burst could not be confirmed. With the very limited information provided it is not possible to determine an exact cause for the reported difficulty, however, vessel/lesion characteristics are known to contribute to this type of failure. There is nothing in the event description to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
Additional information will be submitted within 30 days.